Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician delivered the cypher select plus 3.0 x 13 mm balloon catheter to the distal right coronary artery (rca) target lesion and inflated the balloon to eight (8) atm. The femoral approach was used for the procedure. The balloon did not inflate at all as observed under fluoroscopy. The physician was said to have applied negative pressure slowly over thirty seconds and again attempted to inflate the balloon to eight atm. Again, the balloon did not inflate as observed under fluoroscopy. The stent delivery system (sds) was removed slowly from the patient with the stent still mounted on the sds. The cypher stent was not implanted at this time. The physician inspected the sds after removing it from the patient and the sds was noted to be leaking and was crushed at approximately four (4) cm distally from the guidewire exit port. Another cypher select plus 3.0 x 13 mm stent was implanted successfully in the target lesion. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), a cypher sds could not be inflated and the stent was not deployed. The product was removed from the patient without difficulty. Upon removal of the product, the sds was noted to be leaking and was crushed at approximately four (4) cm distally from the guidewire exit port. Another cypher select plus 3.0 x 13 mm stent was implanted successfully in the target lesion. The procedure was completed successfully. There was no reported patient injury. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, no corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process.

Manufacturer narrative:
Concomitant products: inflation device: encore26, gw: proneur soft, gc: camino jr4sh 7fr., bc: de slip 3.0/9mm, sheath: terumo 7fr 25cm. The proximal circumflex target lesion was reported to be: de novo, a focal stenosis, slightly calcified, a 99% stenosis, moderately tortuous, and 7 mm length. Pre-procedure ivus was not done. The lesion was pre-dilated with a de slip 3.0 x 9 mm balloon catheter twice at 12 atm. The physician was not able to pre-dilate the lesion successfully (indentation of the lesion could not be achieved). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.